Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the screw showed that the locking screw had completely fractured away from the provisional liner and there was damage to the threads and the hex feature. The provisional liner exhibited damage that was indicative of repeated use across the field life. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, when the doctor was removing the center screw of the provisional constraint liner, the plastic around the screw broke up with the screw in it. All pieces were retrieved, no delay in surgery and no harm to patient.